Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The exact filter implantation date is unknown. Complaint conclusion: as reported, the patient received a cordis ivc filter implant for the treatment of a deep vein thrombosis. The device is located 2.6 cm below the lower renal vein. The device in the patient, was positively identified as cordis by the patient¿s medical records however; there is no indication of what the type of filter it is. Sometime after implantation, the patient received an exam on the abdomen and pelvis which showed that the inferior vena cava was not well visualized on the study. On or about nine months after that exam, the patient received another exam on his abdomen which showed that the ivc filter was tilted, and had an apparent thrombus within the inferior vena cava and filter. The exam also showed the filter with significant collateralization of the inferior venous structures over the abdominal wall and in the lumbar region. As a result of the malfunction of the cordis filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff received a cordis ivc filter implant. For the treatment for a deep vein thrombosis. The device is located 2.6 cm below the lower renal vein. The device in the patient, was positively identified as cordis by the patient¿s medical records however; there is no indication of what type of filter. On (B)(6) 2016, the patient received an exam on his abdomen and pelvis which showed that the inferior vena cava was not well visualized on the study. On (B)(6) 2017, the patient received an exam on his abdomen which showed that the IV c filter was tilted, and apparent thrombus within the inferior vena cava and filter. The exam also showed the filter with significant collateralization of the inferior venous structures over the abdominal wall and in the lumbar region. As a result of the malfunction of the cordis filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.

Manufacturer narrative:
As reported, a patient received an unknown inferior vena cava (ivc) filter implant for the treatment of deep vein thrombosis. The information provided indicated that the filter has tilted and that there are blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and collateralization of the inferior venous structures over the abdominal wall and in the lumbar region. The patient is also reported to have experienced mental anguish related to the device and fear that the implant has moved or will move and cause injury or death. The patient¿s medical history is significant for blood clots, gastric bypass surgery with a hiatal hernia, cholecystectomy and a ventral wall hernia. Procedural notes or details of the filter implant have not been provided. The medical records state that thirteen and a half years after the index procedure the patient underwent a magnetic resonance angiogram with and without contrast of the abdomen and pelvis, results indicated no definite evidence of thrombus within the ivc, although it was not well visualized. Fifteen years after the index procedure, a computed tomography (CT) scan of the abdomen was performed for evaluation of the ivc filter. The results noted an ivc filter with approximately 18 degrees of anterior lateral tilt. There does not appear to be penetration, perforation, fracture or failure of the struts of the filter. The filter was noted to be 2.6 cm below the lower of the two renal veins, which is the right renal vein and there is apparent thrombus within the ivc and the filter with significant collateralization of the inferior venous structures over the abdominal wall and in the lumbar region. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. A vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a4, b4, g4, g7, h1, h2 and h6. Continuation of section b5: as reported, the patient received an unknown cordis inferior vena cava (ivc) filter for deep vein thrombosis (dvt). Per the medical records indicate that the patient has a history of morbid obesity (status post gastric bypass surgery), gallbladder removal, asthma, hypertension, hyperlipidemia, ventral hernia, clinical hypercoagulable disorder with multiple deep vein thrombosis (dvt) and pulmonary embolisms (pe) since childhood, and factor v leiden. MRI imaging 13.5 years post implant revealed no definite evidence of thrombus within the ivc. Approximately seven years after the index procedure, the patient was admitted to the hospital with back and abdominal pain and found to have gallstone pancreatitis with an early abdominal wall hernia. The following week a laparoscopic cholecystectomy was performed. Approximately eleven years after implant, the patient had removal of a massive panniculus with incisional ventral hernia repair due to large excess skin of the abdomen. Approximately 13.5 years post implant, an MRI revealed significant stenosis of the left common femoral artery at the origin. There was also question of significant stenosis of the right superficial artery. Approximately 14 years after implant, the patient underwent lysis of the vena cava followed by angiojet thrombectomy, and balloon angioplasty of the femoral, popliteal and iliac system for acute or chronic iliofemoral deep vein thrombosis (dvt). Approximately fourteen years and four months after implant, the patient was admitted to the hospital for right lower leg pain, the patient was started on a heparin drip and discharged the following day after improvement of the pain and swelling. Approximately fourteen years and nine months after implant, the patient presented with complaints of right lower flank and back pain. Medical tests noted chronic thrombus at the level of the filter; however, the pain was determined to be musculoskeletal in nature. Fifteen years after implant, a CT scan noted an ivc filter with approximately 18 degrees of anterior lateral tilt with apparent thrombus within the inferior vena cava and filter. There does not appear to be penetration, perforation, fracture or failure of the struts of the filter. The filter was noted to be 2.6 cm below the lower of the two renal veins, which is the right renal vein. The exam also showed significant collateralization of the venous structures over the abdominal wall and in the lumbar region. Per the patient profile form (ppf), the patient reports tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient also reports anxiety. Approximately fifteen years and two months after implant, a CT noted that the ivc filter was in place with an 18 degree anterior tilt and there was low density material in the filter consistent with clot. Per the patient profile form (ppf), the patient reports tilt, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), the device is unable to be retrieved, post thrombotic syndrome, ivc thrombosis and stenosis. There have been no documented attempts to retrieve the filter. The patient also reports pain, suffering, depression and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Collateral circulation is a known potential event associated with the use of the ivc filter devices and is directly related to the clot burden captured within the filter. Blood clots, clotting, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal department, the plaintiff received a unknown inferior vena cava (ivc) filter implant for the treatment for a deep vein thrombosis. There is no indication of the specific filter. Four years and five months after the index procedure, the patient received an abdomen and pelvis exam in which the inferior vena cava was not well visualized. Fifteen years after the index procedure, the patient received an exam on his abdomen which showed that the ivc filter was tilted, and apparent thrombus within the inferior vena cava and filter. The exam also showed the filter with significant collateralization of the inferior venous structures over the abdominal wall and in the lumbar region. As a result of the malfunction of the filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, disability and other losses and will have this faulty device permanently implanted along with other injuries. Additional information received per the medical records indicate that the patient has a history of blood clots, gastric bypass surgery with a hiatal hernia, cholecystectomy and a ventral wall hernia. Additionally, the medical records state that thirteen and a half years after the index procedure the patient underwent a magnetic resonance angiogram with and without contrast of the abdomen and pelvis, results indicated no definite evidence of thrombus within the ivc, although it was not well visualized. Fifteen years after the index procedure, a computed tomography (CT) scan of the abdomen was performed for evaluation of the ivc filter. The results noted an ivc filter with approximately 18 degrees of anterior lateral tilt. There does not appear to be penetration, perforation, fracture or failure of the struts of the filter. The filter was noted to be 2.6 cm below the lower of the two renal veins, which is the right renal vein. Additional information provided on the patient profile form (ppf) indicate that the filter has tilted and there are blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient will require more follow up care, monitoring, and treatment. The patient is also reported to have experienced mental anguish related to the device and fear that the implant has moved or will move and cause injury or death. Additional information is pending and will be submitted within 30 days of receipt.